Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent right atrial (ra) lead oversensing. The device presented atrial automatic threshold detected as > programmed amplitude or suspended. The device remains in service. No adverse patient effects were reported.